Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation showed that the device began to charge after an ablation procedure where stereotaxis was present. The wand was immediately removed so the patient would not receive a shock. Review of the episodes did not show any aborted charges. Patient was fine after the event.